Event description:
It was reported that the patient presented in the ER after receiving a patient notification. Hvli range had been incorrectly adjusted. Externalized conductors were observed via fluoroscopy. All electrical measurements were in-range. Lead to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.